Manufacturer narrative:
Age at time of event: middle age. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ was selected for a thrombectomy procedure in the inferior vena cava. Aspiration was initiated inside the body. However, after approximately 50 pumps, a message to check saline supply displayed. Aspiration stopped and the device would not reset. A leak from a pinhole in the bulb of the pump was noted. The procedure was completed with another zelante catheter. There were no patient complications and the patient's condition was fine.